Manufacturer narrative:
Device details were not available as of the date of this report. This report is submitted on december 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced swelling at the implant site and subsequently was administered antibiotics (date and type not reported) and the wound was aspirated. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device on (B)(6) 2014 once the site had healed and after further administration of oral and IV antibiotics. Additional information has been requested but has not been made available as of the date of this report.